Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the hip end effector broke during the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: we had a hip end effector break this morning in a case. End effector piece broke. End effector wouldn't come out. Device evaluation and results: visual inspection: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken and oxidation was observed in the subassembly, which has made actuating the locking mechanism difficult. There are cracks along the notches of the various angles in the front of the end effector. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed, visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 03-31-2016. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) were dispositioned according to qt16-03-0105. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: "based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector. There have been no other events for the referenced serial number. There has been 3 events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure." Conclusions: failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the hip end effector broke during the case.